Event description:
User facility medwatch received. That states, the right atrial lead was noted, to be damaged. The physician explanted and replaced the lead. No additional adverse patient effects were reported.